Manufacturer narrative:
A ge service rep performed an onsite investigation. The high and low doses were adjusted on the iris. The system was tested and found to working as intended and put back into service.

Event description:
The customer reported having to use an increased dosage when performing x-rays on the system. No pt injury was reported.